Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient's device was explanted. The recipient¿s device will not return to advanced bionics for analysis.

Manufacturer narrative:
Advanced bionics consider the investigation into this reportable event as closed. A review of the device history record was performed and it was noted that a crack was found on one of the electrical chips on the pcba. The hybrid pcba was replaced and no further anomalies were noted. It is not believed the anomaly noted was related to the device explant. It is unknown if the recipient was reimplanted. No further details will be provided. This is a final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.